Manufacturer narrative:
The cause of the discordant elevated pt- inr result is unknown. The issue affected a singular sample. The issue was resolved with repeat centrifugation of the sample. The account stated that they believed the issue was sample integrity due to pre-analytical issues. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time international normalized ratio (pt-inr) result was obtained on a patient sample on the sysmex cs-2100i instrument. The result was not reported to the physician. The same sample was repeated after re-centrifugation and a lower result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated pt-inr result. There was no report of adverse health consequences as a result of the discordant elevated pt-inr result.